Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error (se) 2267 (air in the set). The technical service representative (tsr) explained the alarm. The tsr instructed the hp to end therapy. The tsr offered to assisted the hp to end therapy and the hp stated he could do it. The hp said he was going to do a manual drain and then stop therapy for the night. The hp would call his nurse about air getting into his lines the following morning. Global product surveillance contacted home patient's (hp) wife on (B)(6) 2012 regarding the reported problem. The wife stated that the hp ended therapy and did a manual drain. The wife did not notice any defects with the original cassette and did not have a companion. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2267 was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.